Event description:
Regulatory agency and pharmacist reported ¿heterogeneous aspect of the left prosthesis, intracapsular rupture, no effusion, confirmed via mammography, ultrasound and anatomical pathology/biopsy. This record is for the left side. Device has been explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture and granuloma was received on june 24, 2025 with lot number 2592238. Based on the product analysis performed, the assessments of the complaint codes are: ¿ granuloma: unable to observe. ¿ rupture: observed two openings assessed as fold flaw opening. As per the investigation procedure, non penetrating nicks and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Regulatory agency and pharmacist reported ¿heterogeneous aspect of the left prosthesis, intracapsular rupture, no effusion, confirmed via mammography, ultrasound and anatomical pathology/biopsy. This record is for the left side. Device has been explanted and replaced with another manufacturer¿s device.